Event description:
Possible devices involved in the event: list # am6127. Unknown lot #. 11" smallbore ext set w/nanoclave¿, 6-port nanoclave¿ manifold, check valve, clamp, rotating luer. Or list # am6109. Unknown lot #. 10" smallbore ext set w/6-port nanoclave¿ manifold, check valve, clamp, rotating luer. The report states that there was leaking from connection to manifold requiring tubing and manifold change. There was patient involvement and no adverse event but there is clabsi risk. There's 2 occurrences with this event with no further information provided.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
Investigation summary received two (2) used. List #unknown, smallbore ext set w/6-port nanoclave¿ manifold for inspection. No damages or anomalies were observed on any of the samples. One (1) sample was observed to have a leak on the connection of the tubing and the manifold. One (1) sample did not leak or have any damage. The reported complaint of a leak could be confirmed on one (1) sample. The probable cause is from an incomplete insertion during assembly in ensenada. The complaint could not be replicated or confirmed on one (1) sample. A device history review could not be conducted because no lot number(s) was/were identified.